Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable cardiac monitor (icm) was not capturing abnormal heart rhythms and symptoms. The implantable cardiac monitor (icm) remains in use. No patient complications have been reported as a result of this event.